Manufacturer narrative:
The customer contacted abbott on 09feb2019 to indicate discrepant patient results when using the magnesium assay, lot number 95220un18. The customer indicated initial false elevated results and subsequent results were within normal range. All qc results were within range on the date of testing. Returns were available but not necessary for the investigation. A review of all complaints associated with the magnesium assay, lot 95220un18, and a review for complaint trends and corrective and preventative actions for the list number was performed. The review did not identify any trends that required further investigation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the magnesium assay, lot 95220un18.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6), sid (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium results generated on the architect analyzer for two patients. The results provided were: sid (B)(6): first architect = 2.1 / repeated on second architect = 1.4 /1.3mg/dl (normal range 1.6 - 2.6mg/dl); sid (B)(6): first architect =2.0 / repeat on second architect = 1.3 / 1.2mg/dl. There was no reported impact to patient management.